Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all pockets in auxiliary drawer 3-1 and 3-2 not detected on the bus. A field service engineer replaced the module control board to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple half height cubie pockets was not detected on bus. The customer stated that they managed to get the medication from a different station and from the pharmacy. There was no delay in dispensing workflow. The customer stated that the malfunction occurred when user trying to remove medication for the patient. There were no adverse events or injuries reported based on this event.